Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass, hematuria was experienced during first pass in the hemoconcentrator. No know impact or consequence to pt. Product was not changed out. The surgery was completed successfully.